Manufacturer narrative:
(B)(4). The incident device was returned, evaluated and found to function within specification. The device was tested for activation and sealing function on simulated tissue with acceptable results. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. Covidien was unable to confirm the customer¿s report.

Event description:
The customer reported that during a thyroidectomy, the device did not seal the middle of the vessel. Another device was used to complete the procedure. No patient injury was reported. Additional questions were extended to the site without response.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.